Event description:
It was reported screw fractured. Procedure completed with another screw. Tooth location 36.

Manufacturer narrative:
Zimmer biomet complaint number (B)(6). A4: patient weight unknown / not provided. D1: brand name unknown / provided. D4: additional device information unknown / not provided. E1: country is spain. G4: premarket identification unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Upon investigation findings, the returned screw was identified as a third party screw. After additional information was received on nov 8, 2023, it was determined that the screw is a third party product. As a result, the prior submission for MFR- 0001038806-2023-01172 submitted on june 28, 2023 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event.